Manufacturer narrative:
On 04/30/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. The device was a identified as a mentor memorygel breast implant, catalog number 354-4275, lot number 6403092. This device is a mentor leiden breast implant. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Events that involve these devices would not need to be reported as mdrs. As a result, no further supplementals will be submitted. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A manufacturing record evaluation was performed for the finished device number 6403092, and no non-conformances related to the reported complaint condition were identified. Capsular contracture in a patient¿s breast is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients may experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer contact phone: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with unspecified mentor saline breast implants and experienced bilateral capsular contracture baker grade iii. As a result, the patient will undergo removal on (B)(6) 2019. This report is for the left side.